Manufacturer narrative:
New information: d8, h2, h3, h4 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The possible causes for the described phenomenon could be: incorrect generator setting, the use of glycine / sorbitol-manitol instead of saline during a bipolar application or the use of the bipolar electrode with a monopolar working element. These misapplications lead to a malfunction of the electrode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the high frequency resection electrode shackle was unable to cut and made a large spark. The issue occurred during a bladder resection procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.